Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm) #4 and the proximal setup joint (suj) outer in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the proximal suj outer involved with this complaint to perform failure analysis. The proximal suj outer was analyzed and the reported problem was confirmed and replicated. The system logs identified error 1007, indicating a power monitor undervoltage fault on the axes controller setup (acu), as well as the same error on the distal suj and usm, confirming the fault occurred in the field. Additionally, error 32100 was observed, indicating an axes controller (ac) hardware current/voltage monitoring fault on channel "p48v_brk". Visual inspection revealed no abnormalities related to the reported issue. When installed on a golden system in normal mode, the unit reproduced errors 1007 and 32100, confirming the failure. Subsequent testing on a patient side cart fixture test platform (pftp) showed the horizontal brake failed to release with error 1007. Installation of a golden acu followed by aba testing verified the acu as the source of the fault. Isi did receive the proximal usm4 involved with this complaint to perform failure analysis. In artemis, the 1007 error was found indicating voltage fault on the unit, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to voltage faults resulted from a faulty acu board, located on proximal suj outer assembly. This issue can be resolved by replacing the proximal suj outer, or disabling the affected arm to complete the procedure. This issue is captured in the fmea of psc-suj, level-3, is4000 (818206-40 rev. K), via risk ID xi-psc-22945.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, arm 4 kept faulting out with a 23210 error. Prior to calling, customer power cycled the system twice and faulted each time at power up. Technical support engineer (tse) had customer hard power cycle the patient cart and it faulted again at power up. Customer disabled arm 4 and pushed it out of the way. There were no reports of patient involvement.